Event description:
It was reported that the patient was symptomatic. The right ventricular lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.